Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was implanted deeper into the pocket which resolved the issue.